Event description:
Patient presented with severe abdominal colic and hypertensive urgency. The systolic blood pressure was 225 mmhg. Because of clinical circumstances, and every 3 hour check of blood pressure and every 3 hour anti-hypertensive therapy was recommended. It could not be ordered because every 3 hours was not an option for "management frequency" on the drop down menu nor could it be manually entered. An order for parenteral labetalol 10 mg every 3 hours prn systolic blood pressure of greater than 160 mm hg, the individualized therapeutic option, could not be ordered. The drop down menu for dosing intervals had approximately 245 options, but not "q 3 hours", nor could it be entered manually. Although other ordering options are available, we have found the rigidity of this system to limit, direct, and control the care to be administered to any individual patient, conveying unnecessary risk.